Event description:
Due to an auto accident rptr was told by the dr to get a MRI of the neck. Rptr had a mild case of tinnitus in her left ear. Rptr was not given any ear plugs; only asked if she had a pacemaker. After the test rptr came out of the machine feeling dizzy and nauseated. Rptr now has tinnitus in her right ear as well which makes living very, very difficult.